Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for two patients. The following data was provided (reference range 133-146 mmol/l): sid (B)(6) initial sodium 179 mmol/l, rerun 134 mmol/l, other examples initial sodium result 165 and 185 mmol/l, and when rerun they were within normal range. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including replacement of the ict module. Return testing was not completed as returns were not available. The instrument service history review for (B)(6). Revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for two patients. The following data was provided (reference range 133-146 mmol/l): sid (B)(6). Initial sodium 179 mmol/l, rerun 134 mmol/l, other examples initial sodium result 165 and 185 mmol/l, and when rerun they were within normal range. No impact to patient management was reported.